Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider, and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had a gradual return of symptoms since about 2 days ago and they wanted to increase stimulation but needed direction on how to use the programmer. The caller stated the patient was unable to urinate hardly at all. The caller was trying to use the programmer to increase stimulation but didn¿t know how and while on the call they used the programmer, were able to connect, and saw a warning por message. The caller stated the patient was recently in the hospital for an unrelated reason and got out ¿last week.¿ the caller noted an appointment the day of the call at 2:30. The caller was redirected to the healthcare provider. On a second call, the caller reported the patient was in the emergency room being evaluated for the same issue. The caller was looking to contact a rep. On (B)(6) 2019 a healthcare provider reported that the patient was in the emergency room the night before because they were retaining fluids, but a rep couldn¿t make it. The patient had a foley catheter placed and were looking to have a rep come to the office sometime that day. On a second call, the caller repeated previously reported information. It was suggested they call the healthcare provider and request a rep be paged. On a third call, a rep reported they checked impedance with the patient, and everything showed greater than 4,000 ohms. The rep ran the test at 2 volts 360 pulse width, 1.5 volts 300 pulse width, 1.5 volts 90 pulse width but still everything was greater than 4,000. It was recommended that an x-ray be ordered to see if anything was apparent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the replacement surgery took place (B)(6) 2019, the rep had no further details. No further complications were reported. On (B)(6) 2019, (B)(6) (hcp) additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: the revision was done by another urologist, so no further details were known. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the replacement surgery was rescheduled and took place (B)(6) 2019, the rep had no further details. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: patient is scheduled for revision sometime this month, and they did not have any additional information at this time. No further complications were reported.